Event description:
Device malfunction resulting in donor deferral timeframe requirement not met. When the center employee applied an indefinite or permanent deferral to a donor, the system applied an expiration date to the deferral. When a center employee selects a deferral code with an entered expiration date and then switches the deferral code to an indefinite or permanent deferral that does not have an expire date, the system saves the indefinite or permanent deferral with the expire date that was initially entered for the temporary defer code. The user is not aware that the deferral saved with the expire date, as the expire date is not displayed on screen. Software malfunction - the code within the system was not functioning as intended. Indefinite and permanent deferrals were reviewed and no donors were allowed to donate. Indefinite and permanent deferrals that had an expiration date were updated, removing the expire date as needed. Until a new software version is deployed a daily check is being performed for indefinite and permanent deferrals and the expire date is removed as needed. This event did not cause or contribute to any safety issues for the plasma or donors. Out of extreme caution, this event was submitted as an MDR.